Event description:
The customer reported that a bad iris pot error message displayed and the system went down.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.